Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt underwent a trial procedure in order to obtain improved stimulation. However, during the trial procedure, the physician was not able to implant the trial lead due to the pt's anatomy and the procedure was abandoned.